Manufacturer narrative:
The product is in possession of the hospital and the return was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufacturer's device exhibited oversensing. It was unknown if noise was present and the root cause was not determined. The patient was not pacemaker dependent. An invasive procedure was performed. The lead was explanted and replaced. The device remains implanted and in service. No additional adverse patient effects were reported.